Manufacturer narrative:
This report is submitted on november 08, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma. There are no plans to re-implant the patient with a new device as of the date of this report.